Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue but ultimately reverted to an alternate method of insulin therapy. There was no adverse impact to customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.